Event description:
This is the second of two reports (same patient, same facility, different product ID (catheter and monitor system)). Linked to MFR report: 3006697299-2016-00137. A report was received that the cam02 inter-cranial pressure and temperature monitor was showing catheter failure message. A patient had a 1104hm catheter in place and it was working properly until the early morning (date not provided) and then the monitor started reading "catheter failure." Since the patient was scheduled for a craniotomy that very morning, the doctor decided to switch out the catheter prior to the case. The doctor opened a new 1104hm to insert, but when he connected the camcbl to the catheter, the screen still read "catheter failure" so he was unable to zero out the new catheter. He then switched the cam02 and attached it to the same 1104hm and it worked well. He was able to zero out the catheter and placed it in the patient. The doctor feels the cam02 is at fault so it was taken out of service and was sent to biomed department at the facility (B)(4). There was no patient injury reported. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on 08 jun 2016. The product was not returned for evaluation. Since the customer did not report the ID or lot number of the device, a review of all the lot numbers that were shipped to the reporting customer were reviewed. There were no anomalies found in the (B)(4) device history records reviewed. A review of the device history records, specifically the sales orders shipped to the facility was performed. This review confirmed that the whole lot of products that was shipped met requirements before released to finished goods. The number of units, model 110-4xxx, ((B)(4)) may-2015 through apr-2016 divided by the number of confirmed reports ((B)(4)) and multiplied by 100 results in a failure rate percentage (B)(4). Conclusion: the clinically applied product was not returned for evaluation; therefore, the specific cause for the problem reported could not be identified or confirmed. If additional information is obtained, or the sample is returned, this investigation will be reopened.